Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed hardware low level failure alarm as well as failed battery test alarm. The customer¿s blood glucose level was 12.1 mmol/l at the time of the incident. Assisted with performing a self test and self test was failed. Customer was able to clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, active current measurement, sleep current measurement and self test. No battery or power anomalies noted during testing. Pump error 63 confirmed in device history with variable due to broken trace at pin on keypad assembly. No pump error 15 or pump error 4 anomalies noted during testing.